Event description:
The patient reports a sore bump developing in the center of their spine approximately where the catheter was implanted. The bump is described as the size of a large marble and sore especially to the touch. The patient is worried the catheter has dislodged or is blocked. The patient planned to discuss this with their hcp. The patient reported no other symptoms besides general soreness in the area. The drug used in the pump is morphine. Additional information has been requested from the hcp, but was not available on the dae of this report.